Manufacturer narrative:
The valve remains implanted in the patient. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedurespecific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient (insufficiency of the homograft valve with insufficient calcium) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to sapien 3 in a homograft procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the edwards field clinical specialist, a 29mm sapien 3 ultra resilia valve was deployed inside a homograft. The top of the positioning marker was at the level of the homograft annulus. During deployment the valve was pushed ventricular, presumably from the small stj. The valve was stable, wire access was maintained through the valve and a root shot was performed and revealed significant paravalvular leak (pvl). It was discussed placing a second valve more superior to the first valve or post dilating the valve with an additional 3 cc's of volume. A decision was made to post dilate the valve with an additional 3 cc's of volume. After post dilating, the valve slipped into the ventricle. The wire access was maintained, and the valve dropped further into the ventricle, and it came off the wire. The valve was able to be snared and a wire was able to get through the valve to stabilize it. Attempts were made to pull the valve into the lvot in hopes to stabilize the valve and potentially place a second valve to secure it and resolve the homograft aortic insufficiency (ai). This proved to be unsuccessful. A decision was made to convert the patient to an open procedure and remove the tavr valve and surgically replace the homograft. This was done with a tube graft and a 21mm non-edwards onyx valve. The patient was stable and transferred for post management care. Of note, the indication for the procedure was due to aortic insufficiency of the pre-existing homograft valve.